Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed severe paravalvular leak (pvl) despite proper placement of the valve. Two balloon aortic valvuloplasty (bav) were performed, however, the pvl did not improve. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve at a deeper depth improving the pvl to mild-moderate. No adverse patient effects were reported.